Manufacturer narrative:
Follow-up #1 date of submission 04/07/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and no contamination or damage was found to any button contacts. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging that the up arrow and down arrow keypad buttons were intermittently unresponsive. The patient confirmed that the audio bolus button, ok and contrast buttons had normal response. The patient denied any damage to the keypad. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.